Event description:
It was reported that the device shows a qcpr not connected message. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.